Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed a software error on the boot-up screen. The pen was not functioning prior to the error. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; intermittent system error due to the mpu (main processor unit) printed circuit board assembly. Analysis also found the display would not stay up due to both lower display hinges being out of mechanical specification. Power cord bay mounting screw area was broken out. It was noted the power supply had two screws that were installed crooked and the screw hole threads were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.